Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the projected remaining longevity of this device, was not as expected. The previous longevity estimate, approximately one year prior, exhibited five years; however the current estimate was one year. A full data evaluation was completed and illustrated a potential hardware malfunction with recommendation to explant the device. To date, no system changes and no resulting adverse patient effects.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted no anomalies. Review of the device memory indicated a replacement indicator had been triggered while implanted. The device was then manually tested to verify pacing, sensing, and recording functions of the device commensurate with battery voltage; normal device operation was observed. The device case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. The external power supply was substituted for the battery and the low voltage power supplies were overdriven one at a time. An issue with the low voltage capacitors was identified. Analysis confirmed a product performance issue with these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Event description:
Subsequently, the device was explanted and replaced with another boston scientific product. The explanted unit was returned and analysis completed. No reported adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
Boston scientific received information that during a routine follow-up, the projected remaining longevity of this device, was not as expected. The previous longevity estimate, approximately one year prior, exhibited five years; however, the current estimate was one year. A full data evaluation was completed and illustrated a potential hardware malfunction with recommendation to explant the device. To date, no system changes and no resulting adverse patient effects. Subsequently, the device was explanted and replaced with another boston scientific product. The explanted unit was returned, and analysis completed. No reported adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.